Manufacturer narrative:
The insulin pump was received missing data due to multiple a47 alarms in history screen. A47 alarms are due to corrupted history file however, the insulin pump successfully down loaded to carelink. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer uploaded the insulin pump at her health care provider's office but gaps of data were missing from the middle of the week. Her healthcare provider believed it was an insulin pump issue and not a software issue. Customer's blood glucose level was 119 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.